Manufacturer narrative:
Evaluation summary: the repair engineer repair the scope as service manual to replace below spare part: d997-sa088 bending rubber 1; q005-u5013 distal end assy w/tubes & cmos assy 1. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Event description:
Cmos dust image. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.